Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in two pieces with an external insulation abrasion breaking the outer insulation and exposing the outer coil 28.1 to 28.4 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. A external insulation abrasion breaching the outer insulation and exposing the outer coil was noted 37.6 to 37.8 cm from the distal tip consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.